Event description:
Customer reported that she was hospitalized several times due to high and low blood glucose. Customer stated that the last hospitalization was because of low blood glucose, the blood glucose reading at the time of hospitalization was 33 mg/dl. Customer stated that she passed out due to low blood glucose. Customer stated that she had fibromyalgia, her stomach is swollen and stated that her infusion set cannula was bent when it was removed. She also stated that her insulin pump had multiple no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.